Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The customer reported via the (B)(6) that the femoral plug had been inserted using the introducer without any complications. The customer added that the surgery had been completed and was thought to be routine. The customer further reported that when sterile svs were checking the instruments, it was noticed that the pin at the end of the introducer was missing. The customer added that when the pt underwent an x-ray, it was discovered that the pin was still attached to the femoral plug and had been cemented in place. The customer added that the consultant concluded that there was minimal risk to the pt so the pin has been left in situ and the pt informed.